Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that the patient has a fractured unk 3i external hex 5.0 implant in tooth site #31. The implant was removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 4119. H6: investigation findings was added: 3221. H6: investigation conclusions was added: 4315. H10: narrative/data was updated. The reported device was not received for evaluation. The reported condition of a fractured implant was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no device returned.